Event description:
Customer service states the provider states the left axle and bracket is loose and the wheel will not stay on the chair. Provider disconnected. The caller has no further information to provide.

Manufacturer narrative:
Follow up to be sent if additional information is received.